Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the generator was returned and analysis confirmed the customer comment that the upper and lower cases were damaged. Analysis also found that the battery release was contaminated, both bails and bail covers were missing, both output connectors were broken, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported that during routine inspection of the external pulse generator (epg) that there was "physical case damage." The epgwas returned for repair. There was no patient involvement. The generator was returned and subsequently tested out of specification during manufacturer's analysis.